Event description:
It was reported that the customer was treated by paramedics twice due to hypoglycemia. At the time the events were reported, the customer's blood glucose reading was 36 mg/dl. The customer treated the low blood glucose at the time of the report with soda and food. The customer's wife was with him, and paramedics did not need to be called. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.